Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 15-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a (B)(6) year-old female patient who had essure (batch no. A78088) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("disabling asthenia"), poor quality sleep ("non resting sleep"), myalgia ("night getting up because of muscular pain"), arthralgia ("joint pain"), headache ("headaches attacks"), tachycardia ("tachycardia"), alopecia ("hair loss"), stomatitis ("inflammation mouth"), loss of libido ("no libido") and weight increased ("weight gain >15kg"). The patient was treated with surgery (removal of essure by salpingectomy). Essure was removed. At the time of the report, the pelvic pain, asthenia, poor quality sleep, myalgia, arthralgia, headache, tachycardia, alopecia, stomatitis, loss of libido and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, asthenia, headache, loss of libido, myalgia, pelvic pain, poor quality sleep, stomatitis, tachycardia and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-dec-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9.023 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a (B)(6) female patient who had essure (batch no. A78088) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("disabling asthenia"), poor quality sleep ("non resting sleep"), myalgia ("night getting up because of muscular pain"), arthralgia ("joint pain"), headache ("headaches attacks"), tachycardia ("tachycardia"), alopecia ("hair loss"), stomatitis ("inflammation mouth"), loss of libido ("no libido") and weight increased ("weight gain >(B)(6)"). The patient was treated with surgery (removal of essure by salpingectomy). Essure was removed. At the time of the report, the pelvic pain, asthenia, poor quality sleep, myalgia, arthralgia, headache, tachycardia, alopecia, stomatitis, loss of libido and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, asthenia, headache, loss of libido, myalgia, pelvic pain, poor quality sleep, stomatitis, tachycardia and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3549 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.